Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 300 mg/dl, and the meter bg reading was 180 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Reportedly, due to the increased basal delivery, the customer's bg dropped to 42 mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.